Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device:sticking out of uterus"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and incisional hernia repair ("incisional hernia repair (surgery)") in an adult female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood transfusion. Concurrent conditions included body mass index normal, vaginal pain, headache, chest pain, breast pain, libido decreased, lightheadedness, vertigo and insomnia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular. In june 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced weight increased ("gained over 90 pounds"). In 2015, the patient experienced alopecia ("lost hair") and hormone level abnormal ("hormonal changes"). In june 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("bloating"). In 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hypertension ("high blood pressure"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue extremely"). In january 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device dislocation (seriousness criteria medically significant and intervention required). In october 2017, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), tooth fracture ("broken teeth"), tooth disorder ("dental problems"), back pain ("lower back pain") and dizziness ("dizziness spells"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, incisional hernia repair, weight increased, alopecia, tooth fracture, dysmenorrhoea, fatigue, hormone level abnormal, vaginal haemorrhage, menorrhagia and tooth disorder outcome was unknown and the genital haemorrhage, hypertension, dyspareunia, abdominal distension, back pain and dizziness had resolved. The reporter considered abdominal distension, alopecia, back pain, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypertension, incisional hernia repair, menorrhagia, tooth disorder, tooth fracture, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: trailing coils were 12 in the right tube, and 10 in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Pregnancy test urine - on 21-jun-2007: negative; on an unknown date: negative ultrasound scan vagina - on 9-dec-2016: migration of essure device a transabdominal and transvaginal exam was performed. Essure coils appear low, within the endometrium. Current weight 188 lbs. Approximate weight at the time of essure placement 150 lbs. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain and hair loss and medical record confirming events pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Events hypertension, tooth fracture, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, incisional hernia repair, abdominal distension, vaginal haemorrhage, menorrhagia, tooth disorder, back pain, abdominal pain lower, dizziness were added.follow-up 2 and 3 processed together. On 27-feb-2018: medical record was received- no new information was provided. Follow-up 2 and 3 processed together incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ it was punctured through my uterus'), device dislocation ('migration of essure devive location od device'), device breakage ('device breakage'), device expulsion ('malposition of essure device (location of device:sticking out of uterus / migration of essure device- location of device: uterus'), genital haemorrhage ('persistent bleeding/ abnormal bleeding (general)'), incisional hernia repair ('incisional hernia repair (surgery)') and transient ischaemic attack ('tia') in a 32-year-old female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion. Previously administered products included for birth control: depo-provera from 2004 to 2007 and depo-provera from 1998 to 2002. Concurrent conditions included body mass index normal, vaginal pain, headache, chest pain, breast pain, libido decreased, lightheadedness, vertigo and insomnia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular as well as progesterone and testosterone. On (B)(6) 2007, the patient had essure (ess205) inserted. In january 2014, the patient was found to have weight increased ("gained over 90 pounds/ weight gain/loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced tooth fracture ("broken teeth"), mood swings ("hormonal changes") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("harmonal changes: fluctuations"). In (B)(6) 2016, the patient experienced alopecia ("lost hair"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) very painful"), fatigue ("fatigue extremely"), abdominal distension ("other injury or complication describes: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2017, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), dizziness ("dizziness spells"), adnexa uteri pain ("ovarie pain"), swelling ("swelling"), swelling face ("look blown up/ face swollen and puffy"), breast pain ("breast pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), cough ("cough/hurts when cough"), transient ischaemic attack (seriousness criterion medically significant), abdominal pain ("belly button hurting and its red"), erythema ("belly button hurting and its red"), allergy to metals ("allergy to all type metal"), incision site haematoma ("bruising from robotic assisted one of my incisions") and contusion ("bruising"). The patient was treated with oral contraceptive nos, removal of tooth and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, incisional hernia repair, weight increased, alopecia, tooth fracture, dysmenorrhoea, fatigue, mood swings, vaginal haemorrhage, menorrhagia, tooth disorder, hormone level abnormal, adnexa uteri pain, swelling, swelling face, breast pain, musculoskeletal pain, arthralgia, cough, transient ischaemic attack, abdominal pain, erythema, allergy to metals, incision site haematoma and contusion outcome was unknown and the genital haemorrhage, hypertension, dyspareunia, abdominal distension, back pain and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, breast pain, contusion, cough, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, hormone level abnormal, hypertension, incision site haematoma, incisional hernia repair, menorrhagia, mood swings, musculoskeletal pain, swelling, swelling face, tooth disorder, tooth fracture, transient ischaemic attack, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: trailing coils were 12 in the right tube, and 10 in the left tube. Current weight 188 lbs. Vaginal cuff , hurts when cough & hilting during sex are the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Pregnancy test urine - on an unknown date: results: negative; on (B)(6) 2007: results: negative. Ultrasound scan vagina - on (B)(6) 2016: results: migration of essure device. Essure coils appear low, within the endometrium. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain and hair loss and medical record confirming events pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media:"adnexa uteri pain, swelling¸ swelling face, breast pain¸ erythema,musculoskeletal pain, arthralgia, abdominal pain, cough, transient ischaemic attack". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2019: this case is retention case. All the information of case no- (B)(4) and case no- (B)(4) has been transferred. Reporter information is added. Additional information is added. Events: bruising from robotic assisted one of my incisions, bruising is newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure devive location od device"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device:sticking out of uterus / migration of essure device- location of device: uterus"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and incisional hernia repair ("incisional hernia repair (surgery)") in a 32-year-old female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood transfusion. Previously administered products included for birth control: depo-provera from 2004 to 2007 and depo-provera from 1998 to 2002. Concurrent conditions included body mass index normal, vaginal pain, headache, chest pain, breast pain, libido decreased, lightheadedness, vertigo and insomnia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular as well as progesterone and testosterone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient was found to have weight increased ("gained over 90 pounds/ weight gain/loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced tooth fracture ("broken teeth"), mood swings ("hormonal changes") and tooth disorder ("dental problems") and was found to have hormone level abnormal ("harmonal changes: fluctuations"). In (B)(6) 2016, the patient experienced alopecia ("lost hair"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) very painful"), fatigue ("fatigue extremely"), abdominal distension ("other injury or complication describes: bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 9 years 6 months after insertion of essure (ess205). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2017, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain"), dizziness ("dizziness spells"), adnexa uteri pain ("ovarie pain"), swelling ("swelling"), swelling face ("look blown up/ face swollen and puffy"), breast pain ("breast pain"), musculoskeletal pain ("shoulder pain"), arthralgia ("knee pain"), cough ("cough/hurts when cough"), transient ischaemic attack ("tia"), abdominal pain ("belly button hurting and its red"), erythema ("belly button hurting and its red") and allergy to metals ("allergy to all type metal"). The patient was treated with oral contraceptive nos, removal of tooth and surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, incisional hernia repair, weight increased, alopecia, tooth fracture, dysmenorrhoea, fatigue, mood swings, vaginal haemorrhage, menorrhagia, tooth disorder, hormone level abnormal, adnexa uteri pain, swelling, swelling face, breast pain, musculoskeletal pain, arthralgia, cough, transient ischaemic attack, abdominal pain, erythema and allergy to metals outcome was unknown and the genital haemorrhage, hypertension, dyspareunia, abdominal distension, back pain and dizziness had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia, back pain, breast pain, cough, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, hormone level abnormal, hypertension, incisional hernia repair, menorrhagia, mood swings, musculoskeletal pain, swelling, swelling face, tooth disorder, tooth fracture, transient ischaemic attack, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: trailing coils were 12 in the right tube, and 10 in the left tube. Current weight 188 lbs. Vaginal cuff , hurts when cough & hilting during sex are the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Pregnancy test urine - on an unknown date: results: negative; on (B)(6) 2007: results: negative. Ultrasound scan vagina - on(B)(6) 2016: results: migration of essure device. Essure coils appear low, within the endometrium.. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain and hair loss and medical record confirming events pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one/ones were reported via social media:"adnexa uteri pain, swelling¸ swelling face, breast pain¸ erythema,musculoskeletal pain, arthralgia, abdominal pain, cough, transient ischaemic attack". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2019: social media was received. Events added from social media- ovarie pain, swelling, look blown up/ face swollen and puffy, vaginal cuff, breast pain, shoulder pain, knee pain, belly button has been hurting, cough, transient ischaemic attack. Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure devive location od device"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device:sticking out of uterus"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and incisional hernia repair ("incisional hernia repair (surgery)") in a 32-year-old female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood transfusion. Concurrent conditions included body mass index normal, vaginal pain, headache, chest pain, breast pain, libido decreased, lightheadedness, vertigo and insomnia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular as well as progesterone and testosterone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced weight increased ("gained over 90 pounds/ weight gain/loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced tooth fracture ("broken teeth"), mood swings ("hormonal changes"), tooth disorder ("dental problems") and hormone level abnormal ("harmonal changes: fluctuations"). In (B)(6) 2016, the patient experienced alopecia ("lost hair"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) very painful"), fatigue ("fatigue extremely"), abdominal distension ("other injury or complication describes: bloating") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 9 years 6 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and dizziness ("dizziness spells"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy), surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, incisional hernia repair, weight increased, alopecia, tooth fracture, dysmenorrhoea, fatigue, mood swings, vaginal haemorrhage, menorrhagia, tooth disorder and hormone level abnormal outcome was unknown and the genital haemorrhage, hypertension, dyspareunia, abdominal distension, back pain and dizziness had resolved. The reporter considered abdominal distension, alopecia, back pain, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypertension, incisional hernia repair, menorrhagia, mood swings, tooth disorder, tooth fracture, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: trailing coils were 12 in the right tube, and 10 in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Pregnancy test urine - on (B)(6) 2007: negative; on an unknown date: negative ultrasound scan vagina - on (B)(6) 2016: migration of essure device a transabdominal and transvaginal exam was performed. Essure coils appear low, within the endometrium. Current weight (B)(6) . Approximate weight at the time of essure placement (B)(6). Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain and hair loss and medical record confirming events pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Following event: fluctuations. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding"), pelvic pain ("pain"), weight increased ("gained over 90 pounds") and alopecia ("lost hair"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, weight increased and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain and weight increased to be related to essure (ess205). Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain and hair loss. Most recent follow-up information incorporated above includes: on 2-feb-2018: event "hair loss" and "weight gain" added from social media. Repoters were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device location od device"), device breakage ("device breakage"), device expulsion ("malposition of essure device (location of device:sticking out of uterus"), genital haemorrhage ("persistent bleeding/ abnormal bleeding (general)") and incisional hernia repair ("incisional hernia repair (surgery)") in a 32-year-old female patient who had essure (ess205) (batch no. 620749) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included blood transfusion. Concurrent conditions included body mass index normal, vaginal pain, headache, chest pain, breast pain, libido decreased, lightheadedness, vertigo and insomnia. Concomitant products included medroxyprogesterone acetate (provera) for menses irregular as well as progesterone and testosterone. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2014, the patient experienced weight increased ("gained over 90 pounds/ weight gain/loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced tooth fracture ("broken teeth"), mood swings ("hormonal changes"), tooth disorder ("dental problems") and hormone level abnormal ("hormonal changes: fluctuations"). In (B)(6) 2016, the patient experienced alopecia ("lost hair"), hypertension ("high blood pressure"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) very painful"), fatigue ("fatigue extremely"), abdominal distension ("other injury or complication describes: bloating") and menorrhagia ("menorrhagia"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 9 years 6 months after insertion of essure (ess205), the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient underwent incisional hernia repair (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("lower back pain") and dizziness ("dizziness spells"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (hysterectomy with bilateral salpingo-oophorectomy) and surgery. Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, device breakage, device expulsion, incisional hernia repair, weight increased, alopecia, tooth fracture, dysmenorrhoea, fatigue, mood swings, vaginal haemorrhage, menorrhagia, tooth disorder and hormone level abnormal outcome was unknown and the genital haemorrhage, hypertension, dyspareunia, abdominal distension, back pain and dizziness had resolved. The reporter considered abdominal distension, alopecia, back pain, device breakage, device dislocation, device expulsion, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hypertension, incisional hernia repair, menorrhagia, mood swings, tooth disorder, tooth fracture, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: trailing coils were 12 in the right tube, and 10 in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.4 kg/sqm. Pregnancy test urine - on (B)(6) 2007: negative; on an unknown date: negative. Ultrasound scan vagina - on (B)(6) 2016: migration of essure device. A transabdominal and transvaginal exam was performed. Essure coils appear low, within the endometrium. Current weight: 188 lbs. Approximate weight at the time of essure placement: 150 lbs. Concerning the injuries reported in this case the following one/onces were described in patient's social media: weight gain and hair loss and medical record confirming events pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("persistent bleeding") and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure (ess205). Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.